Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad cover has a cut near 'down' button. All keypad buttons are responsive but contamination is visible under all of key contacts. Unrelated to the complaint, the display screen a has a dim pink and fading text and a battery cap thread is stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed this report is made based on the results of an investigation completed on (B)(4) 2013.